Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling. Unique device identifier (UDI): (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device coding: failure to follow steps/instructions-device was not inspected before use. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the 99% stenosed, moderately calcified, moderately tortuous, left anterior descending coronary artery. A 3.00x33mm xience alpine stent delivery system (sds) was advanced to the lesion, where it was noted there was no stent on the balloon. The stent was found on the operating table. There was no reported adverse effect and no reported clinically significant delay in the procedure. The procedure was completed with another new xience alpine sds and resulted in 0% stenosis. No additional information was provided.